Event description:
An error message was reported with the abbott diabetes care (adc) device in use with an unknown phone with unknown operating system. The customer received a "unspecified" error message and was unable to obtain glucose readings. As a result, the customer reported experiencing a seizure and was unable to self treat. The customer was seen at the hospital readings of 43 mg/dl were taken and customer was given IV glucose by a healthcare provider for treatment of a diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.